Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
User reported announcing dinner, then experiencing hypoglycemia with blood glucose falling into the 40s for approximately 90 minutes, despite typical time in range otherwise. It was reported that the user removed the infusion site to shower, then changed supplies while on the phone call, after which insulin delivery resumed; symptoms included hypoglycemia without loss of consciousness or other acute issues. Outcomes included self management with oral glucose tablets and no medical intervention or hospitalization. Investigation included troubleshooting and user education with review of device data and use patterns. Investigation of this case revealed a cause for hypoglycemia could not be determined. It was concluded that the event was related to hypoglycemia of unclear cause with no device alerts or alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.